Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed no evidence of a short battery life with several call service 177 warnings due to normal battery wear. The battery compartment and cap were undamaged and able to fit. The pump alarmed with a call service 128 alarm upon start up. The reported short battery life issue was duplicated. The pump cover was removed and no intermittent conditions were found to the power printed circuit board. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The slave processor voltage reading was found below specification.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.